Event description:
Affiliate reported that they had a case of a broken external ventricular drainage catheter and catheter connector. It was observed that there was a cut on the ventricular catheter and two breakages on the white luer connector.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.